Manufacturer narrative:
Date rec¿d by MFR : 23jan2019. The customer replaced the defective power management board to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08jan2019. (B)(4). Reporter phone number unknown.a follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a power restored error code. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.